Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported power cable disconnect alarm was confirmed during analysis. During functional testing, movement of the black power lead at the connector end resulted in low voltage and power cable disconnect alarms while connected to a power module. Upon further evaluation, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient experienced power cable disconnect alarms while connected to power module. The patient cable was exchanged without resolution. The system controller was then exchanged and the issue was resolved. The patient remains ongoing.